Manufacturer narrative:
The customer found a damaged tube when opening the kit. The damaged container was not loaded on the instrument. A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken package which caused product to leak. No injury was reported.